Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a balance problem due to her sciatica/nerve. On (B)(6) 2018, it was noted that when the patient ¿went around a corner¿, they lost their balance/jerked, and almost fell. The patient hasn't felt stim since this event. It was then confirmed that the balance issue was there prior to the implants, and the device was helping with the patient¿s balance. In the end, the patient was redirected to their healthcare professional (hcp) regarding the ins area. There were no further complications reported or anticipated.